Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the washer fell from the atomizer while he was inhaling a solution via the ez breathe atomizer. He removed the washer from his mouth. The customer was contacted and reported that he did not suffer any harm or require any medical interventions.